Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer became aware of an allegation of ds2adv auto CPAP stating that the machine is malfunctioning. As per customer when the device was turned on, they notice immediate burning. Customer did not use after the electrical smell. Smells like something electrical is burning. There is no allegation of harm or medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This report is being submitted to correct the previously reported event.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP stating that the machine is malfunctioning. As per customer when the device was turned on, they notice immediate burning. Customer did not use after the electrical smell. Smells like something electrical is burning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is being submitted to provide additional information, complete the final report, and update the product UDI and related coding fields. "It was previously reported that the manufacturer became aware of an allegation of ds2adv auto CPAP stating that the machine is malfunctioning. As per customer when the device was turned on, they notice immediate burning. Customer did not use after the electrical smell. Smells like something electrical is burning. There is no allegation of harm or medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety."